Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, he inside of the light guide (lg) lens was dirty, the bending section glue was floating, air/water leak was noted due to pinhole on the bending section, scratch was noted on the objective lens, the lock engagement lever had scratches and discoloration, and the contactor had corrosion. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Initial reporter address: (B)(6).

Event description:
The customer reported to olympus, the lens color of the evis lucera duodenovideoscope light guide (lg) was changed during preparation for use. Upon inspection of the customer¿s returned device, it was observed, the inside of the light guide (lg) lens was dirty. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due a gap occurred at light guide (lg)-lens adhesive due to physical stress, chemical stress, storage environment stress, resulting in the inside of lg-lens being dirty. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the endoscope: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ ¿the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.¿ olympus will continue to monitor field performance for this device.